Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative¿ message. There was no injury to the patient.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative¿ message. The device was available for evaluation. Review of the ventilator logs indicate there was a loss of ventilation (lov) during use. The service personnel (sp) inspected the unit and confirmed the reported issue with the diagnostic codes for mix oxygen (o2) flow out of range (oor) and mix backup ventilation (buv) activation failure in logs. During testing, the unit failed the flow sensor crosscheck test. Sp replaced the o2 mix flow sensor. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. The cause of the lov was isolated in the field to a potential fault in the o2 mix flow sensor. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.